Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the biopsy channel was clogged with foreign material, however, the specific material could not be identified and the cause of foreign material remaining in the device could not be specified. The nozzle was not reported to have been deformed and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. [Inspection of the instrument channel] 1. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2. Confirm that the endotherapy accessory is withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of the customer, the evis lucera gastrointestinal videoscope suction button would not come off. The event occurred during washing. A pre-use inspection was performed. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined there was a foreign object in the forceps channel. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The customer was able to clean, disinfect and sterilize the subject device prior to requesting repair. It is known when the foreign object adhered to the scope. The endoscope was not used for a procedure with the foreign material attached. There was no delay between the end of clinical use and the start of pre-cleaning. Water was aspirated through the instrument/suction channel. Here were no abnormalities in the accessories used for reprocessing. The endoscope was immersed in a detergent solution. The air/water nozzle was wiped/brushed with a gauze, brush, or sponge. The instrument channel was brushed.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of suction button not coming off was not confirmed. In addition to evaluation in the event section, the bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Scratches were on the insertion tube. The insertion tube was discolored. The channel cleaning brush could not be inserted due to clogging of the forceps channel. The forceps could not be inserted due to clogging of the forceps channel. Scratches were found on the tip cover. Watertightness was not maintained due to wear of the operation part cover packing. Scratches were found on the operation part. The operation part was discolored. Scratches were found on switch button 1. Scratches were found on the switch box. The suction cylinder was scraped. Scratches were found on the suction cylinder. Scratches were on the operation unit cover. There were scratches on the up/down knob. Scratches were found on the right/left knob. Scratches were found on the grip. Scratches were found on the universal cord. Corrosion of the electrical connector contacts. Electrical connectors were corroded. Scratches were found on the scope connector. The scope connector was corroded. Scratches were on the cover case. There were scratches on the right/left angle fixing knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.